Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt reagent performed within specifications. A review of the available data indicated that the elevated quality control and patient sample results were associated with a single reagent kit (sequence number: (B)(4)) from lot: 478856-01. Temperature records during transport were reviewed and found to be acceptable; however, a transport-related issue to vietnam could not be entirely excluded. The investigation concluded that the issue was limited to one defective reagent kit, and no general product issue was identified.

Event description:
The initial reporter alleged elevated quality control (qc) and patient sample results when using the hiv combi pt elecsys cobas e 100 assay on the cobas 8000 - cobas e 602 module. The elevated results were observed with a specific reagent kit (sequence number: (B)(4)) from lot: 478856-01. The customer re-ran the qc and patient samples using a new kit from the same lot, and all qc results and patient sample results were within expected ranges.